Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was used in an angioplasty procedure to treat a moderately calcified lesion located in the first diagonal. There was no damage noted to the device packaging. It was reported that the device was used in the patient past its expiry date. No patient injury is reported.